Event description:
It was reported that in-stent restenosis and angina occurred. On (B)(6) 2021, prior to the index procedure, 80% stenosis at proximal left circumflex artery (lcx) was treated with a 2.75 mm x 16 mm promus elite drug eluting stent. On (B)(6) 2022, the subject presented with unstable angina and the index procedure was performed on the same day. Coronary angiography revealed 80% in-stent restenosis at proximal lcx. Heparin or antithrombic medications were administered at the time of index procedure. The target lesion was located at the proximal circumflex artery (cx) and was 16 mm long with a reference vessel diameter of 3.0 mm. The target lesion was predilated with a 2.75 mm x 20 mm balloon with 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with a 3.00 mm x 30 mm study device successfully, with 0% residual stenosis and timi flow of 3. A repeat angiography showed coronary vasospasm for which intracoronary nitroglycerine was administered. The subject was discharged on aspirin and clopidogrel.